Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the patient was attempted to be intubated with the product listed. After the clinician intubated the tracheostomy tube into the patient's trachea, the doctor attempted to insert a suction catheter; the doctor encountered resistance and was unable to fully insert the suction catheter. The tracheostomy tube was removed and the doctor first inserted the suction catheter and used this as an insertion guide to then reinsert the tracheostomy tube. Radiography taken after the procedure identified aerodermectasia and pneumomediastinum which developed as a result of the procedure. No further incident related medical sequela was reported.